Event description:
Patient's family member called lfs on their behalf alleging that their patient's one touch basic enhanced meter was reading inaccurately high. Patient was described as feeling pain, having a headache and vomiting during the time of concern. Results of "469 mg/dl" and "al" were obtained on meter. According to the owner's manual an "al" would indicate that the patient had a blood glucose level above "600 mg/dl". Patient's family member decided to call the physician and was instructed to administer "1/4 of a glucagon" tabet. Due to the fact that meaning of "al" (high-call doctor) was misinterpreted, the patient's symptoms were exacerbated. Patient's family member decided to take patient to the hospital, where a result of "al" was obtained on another meter. Patient was sent for a lab test, since the nurse was unable to decipher the meaning of "al". A result between "550 mg/dl and 600 mg/dl" was obtained from the lab test. The technical service representative discovered that "al" was a common abbreviation for the word high. Patient had been cleaning the meter correctly, however, they had been using expired test strips. The check strip test fell within the accepted range. Based on the information supplied by patient's family member, there is no indication that the product malfunctioned. However, the event meets the criteria for a medical device reportable, since the patient was mistreated based on use error and suffered serious injury. Patient's meter was replaced.